Manufacturer narrative:
The field service center replaced the turbine to correct the reported problem.

Event description:
The ventilator was sent to the field service center for a scheduled 10k preventative maintenance. The field service center reported that the ventilator's turbine was not spinning during testing. The customer did not report any problems with the ventilator to the field service center.